Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, inadequate capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and the physician believed the lead needed to be replaced in a different vein in order to obtain better values. The lv lead was explanted and a new lead was placed. The patient was in stable condition.